Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
The lay user/patient contacted lifescan in 2008 and alleged that his one touch ultra2 meter was reading inaccurately high. The alleged issue first occurred on the same day at 7:00 am. The patient reported obtaining results of 126, 499, 135, and 249 mg/dl, performed greater than 20 minutes apart. These results were compared to the patient's normal readings/feelings. Two hours after the product issue began, the patient lost consciousness and had inability to wake up due to "took too much insulin". There is no further information regarding how much and which insulin the patient took and if it was based on the alleged high results. The patient did not receive any medical attention/treatment. At the time of troubleshooting, it was verified that the meter was set in the right unit of measurement (mg/dl). The patient's testing technique was reviewed to be correct and he was also cleaning the puncture area properly. The patient was walked through control solution test and it failed outside the range. This complaint is being reported because the patient claimed that he lost consciousness after the product issue began and that he "took too much insulin". The control solution test also failed outside the range. The patient did not receive medical treatment. Replacement product were sent to the lay user/patient.